Event description:
Caller reported a malfunction on pump, which did not cause any adverse impact to customer's blood glucose level. Cts provided pump reset information and assisted caller with resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code appears again, with acknowledgment and understanding from the caller.